Event description:
Stretcher located in storage tagged "head stuck." No injury reported.

Manufacturer narrative:
Tech found the stretcher in storage area. Head was stuck and would not go up or down. Found gas shocks were faulty. Replaced the gas shocks to resolve this issue.